Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a cartridge alarm occurred during the load sequence. Additionally, it was reported that the cartridge o-ring was missing. The customer confirmed the o-ring was not located on the pneumatic tap. Customer's blood glucose level was 11 mg/dl. Customer reverted to an alternate method of insulin delivery.